Manufacturer narrative:
Concomitant medical products: cook active cord unknown reference part number (rpn). Investigation evaluation: the products said to be involved were returned in sealed pouched from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the products said to be involved could not confirm the report as it was described. Each of the seven sealed devices were tested. Each device functioned as intended. A functional test was performed on each acusnare. The active cord would connect easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Before using the acusnare, the instructions for use instruct the user to "securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Before using the acusnare, the instructions for use instruct the user to "inspect active cord. Cord must be free of kinks, bends, breaks, and exposed wires to allow accurate transfer of current. If an abnormality is noted, do not use active cord." Instructions for use states, "fully retract and extend snare to confirm smooth operation of device." Prior to distribution, all acusnare polypectomy snares soft are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used three (3) cook acusnare polypectomy snares. The snares were choppy to close and were not able to fulgurate properly [the snare wouldn¿t conduct or transfer electrical current from cautery unit to the tissue]. A larger snare was used and they were able to complete the procedure with success.